Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient reported that the alleged inaccuracy started in (B)(6) 2017, alleging that she received inaccurate high results on ¿379 mg/dl¿, then on (B)(6) 2017 she obtained an inaccurate high result of ¿80 mg/dl¿ on the subject meter, which she felt were both high results compared to her feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with a combination of medication including insulin (self-adjuster), and that in response to the ¿379 mg/dl¿ she took 8 units of insulin. 5 minutes after this she alleges she developed symptoms of ¿shaking, sweating and confusion¿. In response to the alleged symptoms the patient reported she self-treated with some glucose tablets. In response to the result of ¿80 mg/dl¿ on (B)(6) 2017, the patient reported she took some ¿a glucose tablet and a cookie¿ and felt better. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter, the test strips had not expired, been open longer than the discard date and had been stored correctly (per owner¿s booklet recommendation). The csr noted that the patient had left the test strip vial open for over 5 hours at a time. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.